Event description:
The iab was inserted into the pt on 4/28/97. On 4/29/97 after iabp for 18 hrs, the pt went into atrial fibrillation. The pump alarmed and deflation time altered. The iab was checked and the pump was restarted. Five minutes later, the alarm sounded again and speckled blood was noted in the iab. Event complications: unk - rpt'd 5/8/97; none - rpt'd 6/25/97. Pt current status: critical - rpt'd 6/25/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.